Event description:
The hospital reported that the distal tip (1" to 3" piece) broke off a harris-kronner uterine manipulator / injector (humi) during a procedure. The broken piece was manually (fingers or forceps) removed five days later when patient complained of vaginal discomfort. There was no injury.